Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was left in the car and became warped. There was no reported adverse impact to customer's blood glucose level. Reportedly, a new cartridge was used to address the issue.